Event description:
Consumer reported on voice message system - finding the needles clog during injection. (B)(6) lot # unknown, catalog# unknown, date of event unknown, sample status discard. 2 attempts calling back consumer (B)(6) 2025 phone rings no option for voice message. Unable to obtain more information.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.